Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user awoke to a sensor unavailable alert on the ilet bionic pancreas paired with a dexcom g7 continuous glucose monitor (cgm), after which they reported their blood glucose levels remained unaffected, consistent with a brief sensor issue and signal loss. No clinical signs, symptoms, or conditions were reported. Outcomes included no change in clinical status and no need for medical care or hospitalization. User support included education on the meaning of the alert, guidance to enter a fingerstick value during temporary sensor unavailability, and confirmation of sensor recovery and acceptable agreement between sensor and fingerstick values. Investigation of this case revealed a transient sensor communication or data availability interruption that self-resolved, with device performance within expected accuracy parameters when data returned. It was concluded, based on previously established findings for similar reports, that the cause was normal operation with temporary signal disruption that resolved without intervention.